Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828816) was implanted in a 78 year-old female patient on (B)(6) 2023. The woman returned to the hospital on (B)(6) 2023 due a fluid that began to leak from the valve pocket. The patient was taken to surgery on (B)(6) 2023, and a large damage on the distal part of the valve housing was detected intraoperatively, this damage was not seen during implantation on (B)(6) 2023. The incident resulted in a sub-acute operation under general anesthesia.

Manufacturer narrative:
The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected: a cut/tear in the silicon housing along the siphon guard was confirmed. The siphon guard was visually inspected marks were noted on the siphon guard. The valve was very dirty; blood and biologicals debris were noted. The valve passed the tests for programming and pressure. The flush, leak and reflux tests cannot be performed due to damage to siphon guard .

Event description:
N/a.